Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a peritonitis infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy (turbid colored) peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1077 u/l, neutrophils = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with oral bactrim 80mg/400mg twice daily for 21 days. The patient recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the organism cultured is largely a nosocomial pathogen, and the patient works as a surgical nurse. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient also presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain, abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) antibiotics (drugs, dosages, frequencies, durations unknown). The patient continued to undergo ccpd therapy while hospitalized, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s IV antibiotics were continued until he was discharged on (B)(6) 2024, at which point the patient was transitioned to ip vancomycin 2000 mg every 3 days and ip bactrim 80mg/400mg twice daily for 14 days. The patient has recovered from the serious adverse events, however the pdrn and nephrologist are concerned the patient¿s catheter has become seeded from the initial episode of peritonitis. The pdrn attributed causality to the oral bactrim prescribed for the last episode of peritonitis, as the nephrologist stated it was likely ineffective (inadequate strength/route). The antibiotics were all given ip during this event, and the pdrn is hopeful the infection will not return. The patient is refusing to undergo a pd catheter removal and/or revision due to job concerns and has agreed to undergo weekly peritoneal effluent cell counts. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.